Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy final end to end anastomosis when stapling the side-to-side part at the third firing, the device stopped at a stapled length of 40 mm. After that, the doctor manually sutured the insertion port up to the site where the knife advanced.. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min.